Manufacturer narrative:
Dario's user guide states in the section regarding "causes of unexpected results", that the storage of strips in places with high humidity, can cause unexpected results. The high bg readings may have been due to the misuse of strips, or due to the high humidity, as may be the case in mexico. There is not enough information regarding the old strips and meter to investigate. No resolution is available.

Event description:
On (B)(6), the user contacted dario to report high blood glucose (bg) readings. The user reported that while on vacation in (B)(6), between the dates (B)(6) 2022 and (B)(6) 2023, he received from his dario meter the following high bg readings: 130 mg/dl, 131 mg/dl, 139 mg/dl, and 154 mg/dl. Due to these high readings, the user went to a clinic in (B)(6) where his bg level was measured with the clinic's meter which read 123 mg/dl and 124 mg/dl. When the user returned from his vacation, he tested his bg level with the same cartridge of strips that previously gave him the high readings and received a reading of 250 mg/dl. The user reported that on that same day, he opened a new cartridge of strips and tested his bg level, and received a reading of 94 mg/dl, which the user states is a normal reading for him.